Event description:
Information was received from a patient representative (rep) regarding a patient who was receiving intrathecal clonidine and dilaudid via an implantable pump for non-malignant pain. It was reported that 'this is the first time this has ever happened. I tried turning it off and turning it back on, and I tried manually connecting to the wifi' due to the patient having difficulties connecting to the pump for the first time today. An agent assisted the patient rep and patient in connecting to the pump, and the patient rep read 'not found,' that did not resolve with 'switch communicator' and saw 'no device found. ' this was resolved by closing out of all apps, turning location and bluetooth off, and back on. While on the call, the patient rep mentioned 'no pump response, ' and stated 'it freezes at 91% for 15 seconds'. The patient service specialist reviewed.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.